Event description:
Device was used during a lobectomy procedure. Reportedly, the staples did not form properly. The surgeon resected the staple line and applied another device. The hosp has reported the pt's condition is satisfactory.